Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I anti-hbs results on multiple patients that were not reported out of the laboratory. No individual patient data was provided. The initial results were all positive and upon repeat all were negative. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the alinity probe tube wash and the wash zone probe which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(6), after the parts were replaced. A review of the alinity (B)(6)instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the alinity immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity parts replaced associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the alinity I, serial number (B)(6), or the associated parts.

Event description:
The customer reported falsely elevated alinity I anti-hbs results on multiple patients that were not reported out of the laboratory. No individual patient data was provided. The initial results were all positive and upon repeat all were negative. No impact to patient management was reported.